Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim - other. Information was reported that the patient wanted to know about recalls. The patient then brought up that she wants to know whether or not the manufacturer will help cover her surgeries to have the device removed. The patient stated the device didn't work for her and now she needs it removed so she can have a MRI. The patient stated she is taking cymbalta to help with her chronic pain. The recall information was reviewed with the patient. It was also reviewed with the patient that she would need to send the device in for analysis to see if her device has a defect. The patient does not remember when it stopped working for her. No further complications were reported. No additional patient symptoms were reported.